Manufacturer narrative:
(B)(4).

Event description:
The pt fell on his left buttock. The implantable neurostimulator was located in the right buttock. After fall, the pt barely felt stimulation, even when the amplitude was increased to maximum levels. He was seen in clinic. Device interrogation revealed normal impedances. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.